Event description:
Related manufacturing reference number: 2017865-2023-40497. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that it was difficult to place the lp. Once the physician found an acceptable location, the lp released prematurely from the delivery catheter. The lp was implanted successfully. There were no patient consequences.